Event description:
It was reported the autoclavable camera head presented too much play at the coupler, so the optic moves and the image is unstable during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and cable unit leaking. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise in the image due to cable unit was leaking and coupler unit was worn out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.